Event description:
Reporter indicated that her vns therapy programming handheld would not power on. Troubleshooting did not resolve the issue. Good faith attempts to obtain the product for analysis are currently being made.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.